Event description:
The product was used three times during implant procedures. During use, the application tip detached and became extremely hot. The patient reported feeling intense heat and expelled the tip from the mouth. No injury was reported.